Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representatives (rep) regarding the patient. It was reported that the patient¿s stimulator was working fine. They noted that the patient was unable make adjustments with their programmer. At the appointment with the patient, the rep used their personal programmer and antenna, which worked fine with the implantable neurostimulator (ins). It was determined that the patient needed a new programmer antenna. The rep called patient services and requested that a new one be sent to the patient. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the stimulator was not working. It was reported that this issue started on the day of the call (B)(6) 2017) however conflicting information stated that the consumer had left voice messages for a manufacturer representative two weeks ago and 1 week ago. An appointment with the manufacturer representative was scheduled for (B)(6) 2017. No further complications were reported.